Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.